Event description:
On (B)(6) 2011: zenith was implanted to the (B)(6) male patient. Diameter of the aneurysm: 60mm. The patient's anatomical form was suitable for endovascular repair. On (B)(6) 2012: diameter of the aneurysm:65mm; on (B)(6) 2012: diameter of the aneurysm :60mm; on (B)(6) 2013: diameter of the aneurysm :64mm; on (B)(6) 2014: diameter of the aneurysm :76mm; on (B)(6) 2014: diameter of the aneurysm :81mm. The physician confirmed aneurysm growth. CT did not observe el. On (B)(6) 2014: open surgery was conducted and bleeding from the main body was confirmed. The leakage from the pinhole was clearly observed by visual contact. The adhesive sheet covered over the main body and no leakage was confirmed.

Manufacturer narrative:
Based on the limited information provided by the customer, evar was performed with the complaint device on july 22, 2011. The aneurysm continued to grow from initial 60mm to 81mm as observed on (B)(6) 2014, CT did not observe an endoleak. Open surgery (re-intervention) was conducted on (B)(6) 2014 and bleeding from the main body graft was confirmed the leakage from the pinhole (type 3 endoleak) was observed visually. An adhesive sheet covered over the main body and no leakage was confirmed. The patient did not experience any adverse events. The only image submitted by the customer was a color image of the actual graft during re-intervention (B)(6) 2014. Without CT data, it is difficult to confirm whether or not an endoleak was present during the growth of the aneurysm after initial intervention with the complaint device. The pre-op CT (B)(6) 2014 was noted without endoleak. It is possible that the type 3 endoleaks observed during (B)(6) 2014 re-intervention were due to pressurization of the graft prior to being sealed and not necessarily a contributing factor to the growth of the aneurysm. It is also unclear if the complaint device was adequately placed to ensure sufficient sealing to fully exclude the aneurysm. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, design verification testing included water permeability testing. All results met the acceptance criteria. The IFU provides instructions for use, contraindications, warnings and precautions regarding use of this device. Section 4.5 implant procedure and section 12.6 additional surveillance and treatment discuss inaccurate placement and incomplete sealing. Additional consideration for endovascular repair and or conversion to open surgery if conditions such as the following occur: enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. Finished stent grafts are 100% inspected to ensure that the entire graft has no damage, foreign matter, frays, or holes except for suture entry and exit points. A review of the manufacturing documentation indicates no rework and zero non-conformances for the complaint device. The root cause is unclear. Cook will continue our monitoring of similar complaints and have notified the appropriate internal personnel of this event.

Event description:
There have been no adverse effects to the patient.

Manufacturer narrative:
(B)(4). The event is currently under investigation.